Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction/nerve stimulation and gastrointestinal/pelvic floor. It was reported on (B)(6) the device was implanted, the patient noted although it may be replaced soon. The patient stated their incision still had not healed completely and it was nearly 8 weeks. Additional information was received on (B)(6) 2017 from the patient stating that they have had many appointments and it had split again in another part of the incision. The patient reported it just never healed, and they would be operated on (B)(6) 2017. The patient reported that their husband was a ¿med doctor¿ and took great care to make certain it didn¿t get infected. On (B)(6) 2017 they thought it was finally closed, but then on (B)(6) 2017 it was bleeding from a new portion of the incision. The patient noted it never bled before, only ¿pale mucous discharge¿. The patient reported they were scheduled for surgery on (B)(6) 2017 to take out the nerve stimulator in their right buttock and clean the wound. The patient reported their doctor then planned to place a new stimulator on the left side. The patient stated they have had great success with the stimulator for their fecal incontinence, so they hoped this would work. The patient noted they were worried that their next recovery would be quite uncomfortable with two incision sites, but they were willing to give it a try. No further complications were reported.

Manufacturer narrative:
Additional information reviewed has determined that (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the a new battery was place and connected to the existing lead. During the case, the hcp did not suspect infection, nor see signs of infection. The rep understood the cause of the problem was only that the location of the original pocket. The patient and the hcp stated that the patient was getting good symptom relief. No further complications were reported/anticipated.